Manufacturer narrative:
A device history record (DHR) review was performed on the analyzer in question, pn 57400, serial number (B)(4) and the microsensor card that was in use at the time of erroneous po2 result, pn 61614, lot number 19361008. The DHR reviews did not show any failures that would cause an erroneous po2 blood result to occur. Root cause cannot be determined at this time. Nova biomedical will monitor for similar issues.

Event description:
The customer reported that the prime plus analyzer had a discrepant po2 result.